Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. It was reported that there was sufficient calcium to allow anchoring of the device. During procedure, there was no issues initially, and pre-dilatation was not performed. On the first attempt, the navitor was deployed at 80% deployment, and the patient's conduction system went into complete heart block. The patient remained hemodynamically stable due to back up pacing being set to 70bpm. The valve was fully deployed at good height of non-coronary cusp (ncc) at 5mm and left coronary cusp (lcc) at 4mm. A small amount of paravalvular leak was noted with the aortogram, and a post-dilatation balloon was performed with a 18mm non-abbott balloon. The leak was reduced and a small trace was noted, but the patient remained in complete heart block at the end of the procedure, and the temporary pacing wire remained in place. The patient was woken on the table in the cardiac catheterization laboratory (cath lab) and was hemodynamically stable, and the patient was transferred to the coronary care unit to recover. The next day, the patient remained in complete heart block, and a clinical decision was made for the patient to have a permanent pacemaker implanted. The patient was reported to be discharged.

Manufacturer narrative:
An event of paravalvular leak and heart block after implant was reported. Information from the field indicated that the valve was implanted 5mm from the non-coronary cusp (deeper than the optimal 3mm implant depth), there was calcification extending beneath aortic annular plane in the interventricular septum, and the patient went into complete heart block during the first 80% deployment attempt. No information on valve sizing was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.